Event description:
Surgeon was drilling for screw in a pinnacle cup. The tip of the drill broke off in the patients bone and was unable to be retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Surgeon was drilling for screw in a pinnacle cup. The tip of the drill broke off in the patients bone and was unable to be retrieved. (Right hip). The product associated with this reported event was not returned for examination. A complaint database search has however identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.